Event description:
A pharmacist reportedly intended to mix a tpn mixture of 7% dextrose using the hyperformer system. They mixed three bags for a home pt with a diagnosis of hirschsprungs disease. After the second bag was administered, the pt was hospitalized and slipped into a coma. Subsequent testing of the mixed solution for glucose content, by the hosp involved, resulted in a finding of approx 60% dextrose in the mixture.